Event description:
It was reported that during a laparoscopic sigmoid procedure the device jammed when they tried to fire the device. It is unknown at what firing this occurred. Another device was used to complete the case with no patient consequence. (B)(4)

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.